Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump passed a delivery accuracy test successfully. The display screen has a pinkish contrast; the screen is still able to be read. The battery compartment is cracked at the threads; the returned battery cap was able to tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 stating that they wanted to troubleshoot the pump further as there was a time and date issue with the pump that the am and pm were reversed. The reporter stated that the patient¿s blood glucose (bg) at dinner time was 433 mg/dl, the site was changed and then at midnight it was 500 mg/dl without symptoms. The patient was given a correction and the bg went down to 150 mg/dl. The reporter stated that today the pump was programmed (B)(6) with am and pm reversed. A review of the total daily dose showed that after (B)(6) 2014 the patient used more insulin. This report is being made due to the hyperglycemic event the patient experienced due to an alleged time/date issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.